Event description:
It was reported that the patient started experiencing withdrawal, vomiting, restlessness, and confusion on the morning of (B)(6) and subsequently went to the hospital. On the following day, the pump was interrogated and a motor stall was seen to have occurred around 6pm that friday and had recovered sunday around 10:30am. It was noted that the patient had not fallen or had an MRI. On the day of report, the patient had stabilized and was going to be sent home on the following day. A pump replacement was reportedly being pursued, though the patient was having problems finding a new pain physician. The device system was used to deliver morphine. Three days later, it was reported that the patient had been referred to an implanter to exchange the pump. At the time of report, the patient had been dismissed from the medical center in stable condition. Later that same day, it was reported that the patient had been discharged and was doing very well. The patient was looking for a doctor closer to home to manage the pump or wanted to be weaned off to have the pump explanted.

Event description:
Additional information received reported that the patient was doing very well with no issues. It was noted that the pump would not be returned.

Event description:
It was further reported that the pump replacement surgery was scheduled for 2014-(B)(6).

Event description:
It was later reported that the patient¿s pump replacement had been rescheduled two times due to inclement weather. It was noted that the patient was still awaiting a date for replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11168r23, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump was explanted on (B)(6) 2014. The pump motor stalled resulting in withdrawal symptoms multiple times. Withdrawal was noted as a device related patient injury. The patient recovered without sequela. No dye study or rotor study was performed.

Event description:
Additional information was received. It was reported that the patient complained of the pump ¿turning off.¿ it was indicated that the she had ended up in the hospital a couple of times. When the reporter found out, he confirmed that the pump status stated everything looked good and there were no audible pump alarms. The pump was reportedly scheduled to be replaced on (B)(6).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the pump was explanted due to multiple motor stalls that resulted in underdose and withdrawal symptoms, though it was indicated that the motor stalls recovered within two hours. The device system was used to deliver morphine, bupivacaine, and clonidine. At the time of report, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.